Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was experiencing withdrawal and a pump alarm due to the pump stalling. The pump was read and a surgery is scheduled for (B)(6) 2017. There were no further complications reported/anticipated.